Event description:
The patient stated that last night (2007) she received an e4 (occlusion) error on her infusion device and her blood glucose was elevated to 27 mmol/l (486 mg/dl). She stated that she changed the battery, infusion tubing, and insulin cartridge and did not received any further errors. She stated that she bolused to lower her blood glucose. Symptoms of elevated blood glucose were "very sick, upset stomach, and diarrhea." Her doctor recommended blood glucose range is 4-8 mmol/l. At the time of the report, the patient's blood glucose measured 21.7 mmol/l (391 mg/dl). The patient stated that she believes her body is not absorbing insulin from her insulin device. She stated that she is giving herself insulin via pen, which is working. The patient stated that she was recently in florida and the insulin she is currently using was exposed to very warm temperatures. The patient was advised to use insulin that had not been exposed to high temperatures. Upon follow up, the patient stated that her blood glucose had returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.